Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited undersensing and high pacing thresholds. Additional information indicated that reprogramming changes were made and this lead was surgically abandoned. No additional adverse patient effects were reported.